Event description:
It was reported that a patient presented with oversensing noise and high pacing impedance on the right ventricular (rv) lead. The physician suspected rv lead damage. The physician elected to explant and replace the rv lead. There were no patient consequences.